Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the alleged issue began on (B)(6) 2016 at 11pm when they allegedly obtained a reading of 340mg/dl using the subject device, which they thought was elevated compared to their feelings and/or usual results. The patient manages their diabetes using pills, diet and/or exercise and reportedly increased their dose of medication by administering an additional 14 units of glipizide on (B)(6) 2016 at 11pm in response to the result obtained. The patient claimed experiencing diabetic seizures approximately 3 hours after the alleged issue began, and reportedly visited their doctor's office on (B)(6) 2016 at 11am, and denied receiving any form of medical intervention in response to the reported event. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure however the patient was using generic "unistrip" test strips. In a related complaint the patient also alleged a calcode issue with the meter which was resolved by the csr through training. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have results below the acceptable range when tested. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan¿s quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.